Event description:
Complainant alleges that while attempting to treat a (B)(4) patient, the device displayed an unknown pacer fault and was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient using the same pads and ECG cable.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.